Event description:
The coagulation function on the lcd screen locks and stays on (stays illuminated on lcd but no energy is actually being delivered) when the coagulation button on handpiece has been activated for an extended period of time. The generator must be powered down and re-powered on to make it work again.

Event description:
Coag function remains activated when coag feature is used for an extended period of time.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4) evaluation process: handpiece returned in conjunction with generator and functions correctly (buttons were not observed to be sticking). Root cause: handpiece functioned as intended and not sticking of buttons was observed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.